Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 218611 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 218611, test base part number 195-430wl / lot 216202. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 218611 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. B5 and h6 (impact code). H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on unknown date on a nasal kitted swab. Additional testing was performed with a non-abbott self-test which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
B3: event date is an approximation as the exact date was not reported. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test performed on unknown date on a nasal kitted swab. Repeat testing was performed with a non-abbott self-test which generated a positive result. Although requested, no additional patient information, including treatment and outcome, was provided.